Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. No further information was available.